Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide. Model: ust400. 14421-aw rev h / 2016. Living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider. Warning: at least once a day, use the pods viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported they developed an infection while wearing the pod between 24 and 36 hours. The patient was diagnosed with a staph infection and prescribed two antibiotics (levaquin and doxycycline) to treat to infection. During a follow up visit, the wound was numbed, lanced and checked for infection. Finding no infection, the wound was packed and left to heal.